Event description:
Boston scientific received information that the right ventricular (rv) lead was dislodged and had perforation in an unknown location. A revision procedure was scheduled. Additional information was received from the field representative who confirmed that there was no perforation, and that the only issue was a lead dislodgement. Furthermore, this right ventricular (rv) lead was repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.